Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. It was reported that after implantation patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, vaginal discharge with odor and emotional distress. It was reported that patient underwent mesh removal and enterocele repair on 04/02/2012 due to erosion, pain, and re-prolapse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.